Event description:
Boston scientific crm received information that during the last few routine visits of three month intervals, the device battery status was good. At the last visit, the device was reportedly not working. Interrogation was unsuccessful, and an electrocardiogram confirmed that the device was not delivering a pace. The nondependent patient was admitted for immediate device replacement, and a new device was successfully implanted. The patient later reported that during the interval between visits she had been feeling a little lightheaded and thought she may be experiencing a stroke. It is unknown whether her medical condition is related to these symptoms or whether the symptoms were the result of the pause in pacing. The device was returned for analysis, and is included in the pdm hermetic sealing advisory - original population (7/18/2005).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was subjected to residual gas analysis testing and a higher than normal moisture content was found. This increased moisture content resulted in an unintended conductive pathway that led to the observed loss of therapy and interrogation. The source of the moisture was isolated to a gradual degradation of the hermetic seal of a component that connects the header to the internal circuitry.